Event description:
It was reported that the biomed had the arctic sun device with a dark screen, coming in for a new control panel.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue is due to a control pump failure. The device will be coming in for a new control panel. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.